Event description:
A customer reported experiencing a tandem mobi cartridge alarm during the loading process of their insulin pump. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Customer support instructed the caller to remove the cartridge and administer a bolus, which was completed successfully. Although the customer initially struggled to reload the original cartridge and resume insulin therapy, they were eventually able to successfully load a new cartridge following guidance and resume therapy. The issue was resolved.